Manufacturer narrative:
The reported events were loss of pacing and high lead impedance when connecting to the is-4 connector sleeve. As received, a complete lead was returned for analysis. Electrical tests did not reveal any shorts or discontinuities on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, as well as the test is-4 connector sleeve. Dimension analysis of the connector was measured to be within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the left ventricular (lv) lead was successfully implanted, but when slitting the delivery catheter, the lv lead was pulled out of the desired location. The lv lead was replaced with a new lv lead. However, once the new lv lead was positioned, a high pacing impedance resulting in pacing inhibition was observed. As a result, this lv lead was explanted and the original lv lead was successfully implanted to resolve the event. The patient was stable and will continue to be monitored.